Event description:
On (B)(6) 2026, the patient was prepped for an ultrasound guided right internal jugular vein catheterization using an equistream hemodialysis catheter. Prior to the procedure, fluid leakage was observed from the introducer needle during the pre flush stage. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photo and video was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.